Manufacturer narrative:
Other, other text: h3 and h6 - evaluation codes: updated device evaluation: one device was returned for investigation. Visual inspection noted the device received with a cracked water tank, corroded quick connect, faded and worn line cord, enclosure has a crack under the quick connect, and printed circuit board (pcb) is missing the alarm lights. Functional testing found the device was leaking from the bottom of the water tank cover. The complaint was confirmed. Root cause was attributed to the customer over tightening the screws on the water tank. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI number is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device was leaking from the bottom. Patient involvement unknown.